Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type catheter product ID 8709 lot# j10824r24 serial# implanted: (B)(6) 2001 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 30-sep-2015, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(6) ubd: 30-sep-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid and bupivacaine via an implanted pump. The indication for pump use was lumbar radiculopathy and non-malignant pain. It was reported that the hcp got more than expected at refill so yesterday (B)(6) 2024) they did a side port aspiration for troubleshooting, and they were unable to aspirate, so they were scheduling the patient for a catheter revision.